Manufacturer narrative:
The pump was not received, however, and an evaluation of the clinical report and data logs was completed. Data logs found several positioning issue alarms that were deemed relevant to the hemolysis event. Also, some suction event alarms were observed. The cause of the hemolysis issue was most likely improper positioning of the device.

Event description:
The user facility reported a 73-year-old male noted as high risk percutaneous coronary intervention was implanted with an impella device for mechanical circulatory support. The patient developed hemolysis during support and required intervention beyond normal troubleshooting, consisting of initiating inotropic support.